Manufacturer narrative:
(B)(4).

Event description:
As received via maude report (mw5059762): "while using a covidien pdb kidney shape balloon (B)(4) for a laparoscopic inguinal hernia repair, the dissector balloon became separated from the trocar. The dissector balloon was able to be retrieved from the patient without undue difficulty."

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.

Event description:
Procedure: lap ventral/incisional hernia. According to the reporter, the doctor deployed the device for a hernia case. Somehow, when they pulled the trocar, the balloon became completely removed, and stayed inside the patient. It didn't rupture, pop, or anything else; it stayed in normal expanded shape, it just detached from the trocar. The doctor used the inflation device to deflate the balloon, and then pulled the balloon out without incident. There was no patient injury, no blood loss, nothing left in patient, and no adverse affects.